Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The custoemr reproted via phone call that they had a blank display. Customer stated the blank display could not be resolved with a battery change. It was also found the blank display would occur with a new battery insertion. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.